Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was separated when received from the customer site. Visual examination showed that all of the shafts were separated from the device. The outer sheath showed some twisting damage at the nosecone. The mid-shaft showed no damage. The inner showed no damage. The proximal inner showed kinks on the shaft approximately 3 and 4.5cm from the distal end of the clip. The mid-shaft was pulled out of the retainer clip. The thumbwheel was returned. The stent was returned partially deployed approximately 5cm from the markerband and fractured. The device was viewed to investigate for additional damage. No additional damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the patient feels well and has no relevant claudication. The superficial femoral artery (sfa) is patent after implantation of a second overlapping stent during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment, stent fracture, and stent elongation occurred. The partially occluded, mildly tortuous, heavily calcified with thrombotic material target lesion was located in the superficial femoral artery (sfa). Following pre-dilation of the distal portion of the lesion, a 7x200x130 innova¿ stent was advanced contralateral over a .035 non-bsc guide wire and stent deployment was initiated. Two thirds of the stent was deployed using the thumbwheel, then the physician switched to the pull-grip to deploy the rest of the stent, however the stent could not be released. The physician removed the device, subsequently the stent stretched and one third of the stent fractured. The undeployed portion of the stent and the system was removed from the patient. The fractured portion that remained in the patient was covered with a non-bsc stent. The procedure was completed and the result was reported as well.